Event description:
During a supraventricular tachycardia procedure, an optical issue occurred causing a procedure delay. The catheter was connected to the tactisys and pressure was not displayed. An attempt to unplug and reinsert the tail wire of the catheter did not resolve the issue; the pressure value was still not shown. The three-dimensional system and the pressure light source module were restarted, but the issue remained. The catheter did not display the catheter pressure as expected on the three-dimensional plane. The tactisys and related cables were exchanged which did not resolve the issue. A new ablation catheter was used and the surgery was successfully completed without any adverse effects on the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Analysis revealed the catheter shaft material had been fractured beneath electrode ring 3. Optical fiber 2 was determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.